Event description:
It was reported that the device displayed '???' In the pacing percentages following radiation therapy. It was determined that the device had experienced a bit flip, possibly due to the radiation. It was expected that the '???' Would clear following the next device interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.